Event description:
It was reported that during a follow-up visit, a decrease in sensing was observed. Dislodgement was suspected. It was noted that the patient had dementia and used left arm actively. The lead was repositioned successfully. The patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.